Event description:
It was reported that cardiosave intra aortic balloon pump (iabp) had occurred fault # 115 (api error returned to application) during use on patient. There was no harm reported to the patient.

Manufacturer narrative:
Updated fields -b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11. Corrected fields - b5, e1(initial reporter). A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, a functional inspection was performed, but the problem could not be reproduced. Fse consulted with the facility and checked the connections on the executive processor board. No replacement parts were available. Operational checks were performed but the problem could not be reproduced. Consult with the facility and check the connections on the executive processor board. No replacement parts available.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name: nagoya university hospital, tokai national higher education and research system event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra aortic balloon pump (iabp) had occurred fault # 115 (api error returned to application). There was no harm reported to the patient.